Event description:
It was reported that during the implant procedure, there was ¿no contact¿ between the implantable neurostimulator (ins) and lead. This was also noted as a ¿disconnect.¿ the ins was replaced with a new ins and the problem was solved. No symptoms were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far. The setscrew was able to be re-aligned and tightened down on to a known good lead.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.